Event description:
It was reported that after reaming and trialing to correct specifications, the surgeon indicated that the shell seemed too small despite the fact that the trial shell fit perfectly. The customer reported that the surgeon reamed once more and again the trial fit perfectly although the shell would still not fit in the acetabulum properly. The customer added that the surgeon reamed even further and then put in a size 50 tritanium shell. The customer explained that the surgeon's main concern was that it seemed as if the trial shell and definitive shell were different dimensions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding difficulty seating an acetabular shell involving a trident hemispherical cluster hole shell was reported. The event was not confirmed. A dimensional inspection determined that the device was dimensionally within specification. The medical review was unable to determine the exact root cause. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. The exact cause of the event could not be determined because of lack of medical records. The lot code of reported acetabular window trial suggests that a 62mm window trial may have been used with the returned 48mm acetabular shell. The reported event states that the shell seemed too small despite the fact that the trial shell fit perfectly. The medical records mention that the patient had hip dysplasia. According to the clinician review, hip dysplasia seems to be the culprit for the problems. With dysplastic acetabula it can be tricky to implant cups because of their abnormal anatomic properties. However, there are no x-rays or CT-scans to distinguish the possible anatomic aberrations.

Event description:
It was reported that after reaming and trialing to correct specifications, the surgeon indicated that the shell seemed too small despite the fact that the trial shell fit perfectly. The customer reported that the surgeon reamed once more and again the trial fit perfectly although the shell would still not fit in the acetabulum properly. The customer added that the surgeon reamed even further and then put in a size 50 tritanium shell. The customer explained that the surgeon's main concern was that it seemed as if the trial shell and definitive shell were different dimensions.